Event description:
It was reported that the insulin pump alarmed no delivery and had blank display after battery changed. Customer's blood glucose was 177 mg/dl. Troubleshooting was done. It was found that the cannula was bent. Customer requested for insulin pump replacement. No further information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.